Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a non-tortuous and non-calcified lesion in the right coronary artery with in-stent restenosis. During post-dilatation, a 4.0 x 12 mm nc trek balloon catheter was advanced to the target lesion. During the first inflation at 12 atmospheres, the balloon ruptured. The balloon catheter was removed and replaced with another 4.0 x 12mm nc balloon catheter to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.